Event description:
Baxter reports: pt had an "allergic reaction during the first use" of a ca 210 dialyzer. Baxter reports "the pt died but the reason is not associated with the dialysis treatment." No further info regarding the incident date, the pt's birth date, symptoms, interventions, hospitalization, or sequelae will be forthcoming.